Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2009, explanted: (B)(6)2 015; 4968-35 lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient presented for a implantable pulse generator (ipg) changeout. Testing of the right ventricular (rv) lead showed that the bipolar threshold values had increased since the patient's last clinic visit, while unipolar values had not changed. After the ipg changeout, the rv lead was tested and it was found that the lead polarity had switched to unipolar. When the lead was programmed back to bipolar the lead showed high impedance and no capture at maximum output. It is believed that the rv lead is not fully seated into the new ipg or that the ipg setscrew is not completely down on the rv lead. The patient's physician programmed the rv lead back to unipolar as those values were stable, and the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.